Event description:
Event description cpi received information that this implantable pulse generator was explanted for premature battery depletion. The physician also indicated that the battery status exhibited a 'very quick' transition from 'good' to elective replacement time (ert). Cpi minimum longevity at nominal settings with a 500 ohm lead is 81 months. Cpi does not know athe implant parameters or the lead resistance throughout the implant life of the system.

Manufacturer narrative:
Event conclusion cpi analysis found that the ipg passed automated electrical measurements and paced and sensed normally during all tests. Initial interrogation noted an erp battery status that was able to be cleared with programming. Subsequent battery status was 'good'. Unit meets specifications and is not at ert at the parameters that the device was programmed to during its implant time. Therefore, cpi would not confirm the allegation.